Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The pt indicated tht the alleged meter issue started on (B)(6) 2007. The pt stated that she had not been able to test her blood glucose. The pt took her usual dosage(s) of insulin. It is not known if the pt was supposed to be taking her insulin based on the meter readings. On an unspecified date/time after the alleged meter issue started, the pt developed symptoms of having a headache, and feeling tired and thirsty. The pt denied receiving medical intervention from a health care provider and was not tested on another device. It would have been helpful to know the following info: the pt's testing frequency, what her last successful blood glucose reading was before the meter issue started, and what her medication and diabetes management regimens consist of. In addition, it would have been helpful to know what date/time the symptoms developed and what actions she took in response to developing the symptoms. The reported issue was not resolved with training. The meter was replaced. This complaint is being reported due tot he following conclusion: the pt developed symptoms suggestive of hyperglycemia after the alleged meter issue started. The pt reportedly was unable to test her blood glucose for approx 3-4 days.